Manufacturer narrative:
Up arrow button on the insulin pump did not respond due to flattened button dome switch. The device was received with severely scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the up arrow is sticking. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.